Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 300 (mg/dl). Reportedly, customer has started a new medication and the carb calculation for their food bolus may have been incorrect. Customer delivered a correction bolus to address bg levels. System check with tandem technical support indicated the pump was performing as expected. Recommendation was made to consult with health care provider to discuss diabetes management.